Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the customer alleged the insulin pump for under delivery. The customer also reported that they experienced high blood glucose level of 23.5 mmol/l and treated with insulin pump. The customer's other blood glucose level was 18 mmol/l. The customer reported that the piston was already down and the reservoir was empty but the insulin pump indicated that there was insulin. The customer declined to test the insulin pump. The reservoir was not be returned for analysis.